Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed already detached from the delivery system. The distal end of the delivery wire was noted to be slightly kinked, and no longer inside the introducer. The stent component was inspected under the microscope. It was confirmed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). The delivery wire was also inspected under the microscope, and the slight kinked noted during the visual inspection was found to be slightly stretched instead of kinked. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7469271. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the impeded condition of the enterprise system in the microcatheter could not be evaluated through functional testing; it is required that the stent component must be still inside the introducer tube to perform the functional analysis; however, it is possible that the stretched condition of the delivery wire could be related to the impeded condition felt where it is possible that excessive force was inadvertently applied during the attempts to advance the stent system, resulting in the delivery wire getting stretched. The issue reported regarding the delivery wire no longer connected to the stent body was confirmed based on the detachment condition of the stent component. The impedance being felt at the proximal end of the microcatheter suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, resulting in the disengaged condition of the delivery wire to the stent component. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00254 and 3008114965-2023-00278. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 13-jun-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00254 and 3008114965-2023-00278. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 06-may-2023. [Additional information]: on 06-may-2023, additional information was received. The information indicated the target vessel was the middle cerebral artery (mca). The microcatheter used was a prowler select plus (606s255x /30909768). A continuous flush had been maintained through the microcatheter. The information indicated that the microcatheter was removed when the stent was retracted and replaced; the target position was lost. The information indicated that another device went through the microcatheter without issue. When the stent was removed from the patient, it was noted that the stent was no longer connected to the delivery wire. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). There was no clinically significant delay in the procedure as a result of the reported issue. Based on the additional event information received on 06-may-2023, although the prowler select plus microcatheter was used to complete the procedure, it was removed when the complaint stent was retracted, resulting in a loss of the target position. This meets reportability criteria under 21 cfr 803 with a classification of ¿malfunction.¿ this is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00254 and 3008114965-2023-00278. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7469271. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint stent, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 7469271) was impeded in the proximal end of the microcatheter and could not be further advanced. The physician retracted the stent and found the delivery wire no longer connected to the stent body. A new stent was used to complete the procedure. It was reported that the concomitant microcatheter (unspecified brand) was not replaced. There was no report of any negative patient impact.